Manufacturer narrative:
To date samples have not been returned for evaluation. If devices are returned for evaluation or further relevant information discovered, a follow-up report will be sent.

Event description:
The report stated that a flame/arc from the electrode burned hole in surgical glove during activation of electrode. Activation of electrode continued until it was unplugged from the generator. No patient or surgeon injury. Did not know what model pencil was in use, but reported generator and patient return electrode.